Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and successfully implanted in the laa of the patient. Post procedure transesophageal echocardiogram (tee) imaging showed that there was a pericardial effusion. The patients' blood pressure dropped when they stopped receiving dopamine. The patient received cardiopulmonary resuscitation and a pericardiocentesis was performed. The patient was stable and extubated following the treatment. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery.

Manufacturer narrative:
H6 patient codes: cardiac tamponade e0605 added.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and successfully implanted in the laa of the patient. Post procedure transesophageal echocardiogram (tee) imaging showed that there was a pericardial effusion. The patients' blood pressure dropped when they stopped receiving dopamine. The patient received cardiopulmonary resuscitation and a pericardiocentesis was performed. The patient was stable and extubated following the treatment. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery. It was further reported that the patient experienced a pericardial effusion with cardiac tamponade.